Event description:
The pt reported, she is no longer receiving stimulation and is unable to communicate with or charge her ipg. The pt also reported, she received a communication error from the programmer. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.